Event description:
Hcp reported pump explanted after an implant duration of approx 5 yrs due to two separate incidents where reservoir volume discrepancies were noted at refill, and the pt had return of spasticity. The pump was programmed to deliver 764.3mcg/day of 2000mcg/ml intrathecal baclofen via a 2 step complex continuous infusion. Device troubleshooting was done to evaluate the intrathecal catheter, as well as the infusion pump, however the system appeared "patent, and continuous, with no catheter obstruction noted." Hcp reported there were never any indications of a low battery alarm, or telemetry error messages displayed on programmer indicating a pump problem. The device was returned to the MFR for analysis, and the results are unavailable at this time. A follow up report will be sent when the analysis is complete or new info is rec'd.

Manufacturer narrative:
H6 - the device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow up report will be sent when the analysis is complete.